Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the back therapy electrodes. The patient's physician gave the patient benadryl and an anti-itch cream to use on the skin irritation. The patient reported that her physician felt she may have a nickel allergy. The patient reported that the benadryl and anti-itch cream helped the irritation. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.